Manufacturer narrative:
Film evaluation results are: the exact cause of the infolding could not be determined from the films provided. Films during implant were not available for review, and it is likely that the infolding occurred during the implant. A likely cause of the infolding is stent graft oversizing; implanting a 36mm bifurcate into a 28mm aortic neck. The bifurcate appears to be borderline oversized; IFU recommends a 32mm bifurcate for a 26 ¿ 28mm aorta. However, the thrombus seen within the neck, which reduced the flow lumen diameter to 23 x 26mm near the proximal seal, may have been the most notable contributing factor which led to the infolding. Failure to follow instructions (oversizing the stent graft.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. Aortic neck diameter is 28 mm at the renal arteries, 31 mm in diameter above the aneurysm, the aortic neck length is 17 mm. It was reported that, a few days after the index procedure, an x-ray revealed that there was infolding of the endurant ii stent graft bifurcate. The infolding was observed from directly below the radiopaque marker up to the middle of the aortic lumen. The event was not resolved. The physician believes that the event is device related. No clinical sequelae were reported and the patient is being monitored by their physician.